Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens and clear and red residue on lens. (B)(4)

Manufacturer narrative:
Device manufacture date: it is corrected from "17-mar-2016" to "16- mar-2016". (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2, -11.50 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved was resolved.